Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 400 to over 600 mg/dl with ketones. Boluses of insulin were used to address the bg level. As the contact did not have the pump at the time tandem technical support was telephoned, a system check was unable to be performed to determine a possible cause of the occlusions.